Manufacturer narrative:
This case, with patient identifier (B)(6) is related to case with patient identifier (B)(6). Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 160 mg/dl and 330 mg/dl.